Event description:
It was reported that the patient presented to the clinic for a device follow up which indicated that the right ventricular (rv) lead had high thresholds and decreased r waves; dislodgement of the lead was confirmed via x-ray. An attempt was made to reposition the lead with no success. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.